Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips only fired halfway and were getting stuck in the jaws then every other clip was misfiring. It is unknown how the procedure was completed. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Additional information requested, but was unavailable. (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.